Manufacturer narrative:
Investigation summary: bd did not receive photographs and samples from the customer in support of this complaint. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter (dirty caps) as all samples met specifications. Bd was unable to confirm customers indicated failure mode based on the visual examination retained samples. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: there were "dirty caps. Dirt was found on the shields."